Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a tavr procedure to implant a 26mm sapien 3 ultra, they were unable to advance the valve through the 14 fr esheath, the valve split the seam of the 14fr esheath and exited into the vessel. A second valve and delivery system was prepared and advanced without issue.

Manufacturer narrative:
As the device was not returned for evaluation, no visual inspection, functional testing and dimensioning testing could be performed. No imagery returned, therefore, no imaging evaluation. A device history record (DHR) review was performed related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the following complaints relating to the event; introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath, introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath, introduce and navigate system through sheath liner punctured and failure sheath liner torn. An existing product risk assessment captures the instructions for use and training mitigations relevant to this event. Based on the review, no IFU or training deficiencies were identified. No device was returned and there is no evidence of manufacturing nonconformance issues therefore a manufacturing mitigation review was not performed a complaint history review was completed for similar events; failure sheath liner torn and introduce and navigate system through sheath liner punctured. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity) and procedural factors (excessive manipulation) a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for introduce and navigate system through sheath/access vasculature resistance between system components inability to advance through sheath and introduce and navigate system through sheath liner punctured were confirmed through evaluation of the procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported the patient had large, tortuous vessels and they were unable to advance the valve through the 14fr esheath. The valve split the seam of the14fr esheath and exited into the vessel. The 14fr esheath, thv, and delivery system were removed as a unit. Review of the provided imagery shows tortuous vessels and a sheath with the liner torn. Per IFU/training manual push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Tortuosity can create suboptimal angles that lead to noncoaxial advancement of the delivery system. Noncoaxial advancement increases friction/resistance between the delivery system, valve, and sheath inner lumen. In order to overcome this resistance, the operator may have excessively manipulated the delivery system causing it to tear the liner and exit through the tear. As such, available information suggests that patient (tortuosity) and/or procedural (excessive manipulation) factors may have contributed to the reported event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.